Manufacturer narrative:
This report is being filed to provide additional information. Investigation: during customer follow up, the rn's at the customer site stated that they unloaded and discarded the trima disposable set. The patient completed the procedure on a new disposable set without issue. Investigation is in process. A follow-up report will be provided.

Event description:
This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation: the run data file (rdf) was analyzed for this event. Root cause: the rdf analysis confirmed that the customer received a ¿failure to pressurize inlet¿ alert shortly after disposable test was initiated. This alert is generated when the system is unable to reach and maintain maximum positive pressure in the disposable set, which occurred during the initial check for the sample bag closure. During investigation, an unused set was loaded onto a trima device and the clamps was left open. This testing replicated the volume of air in the returned disposable set from the customer. Based on this, the root cause of the air in the sample bag was an incomplete occlusion of the sample bag line with the white clamp. This may be caused by not closing the white clamp when prompted or the clamp being skewed when closed allowing air to flow past the clamp.

Event description:
Due to EU personal data protection laws, the patient information is not available from the customer. Patient gender and weight were obtained from the run data file (rdf).

Manufacturer narrative:
(B)(4). Sterilization process review investigation: an unused trima set was returned for investigation. Upon visual inspection, the set was confirmed to be assembled correctly. The white pinch clamps on the needle and sample bag line were inspected and confirmed to be closed appropriately. A small portion of air was present in the sample bag (it was by no means pressurized). The set was loaded onto a trima device (without adjusting the clamps); it passed the pressure test without issue. No air was routed to the sample bag. A trima disposable set was loaded on the trima device located in terumo bct's lab in an attempt to recreate the reported incident by the customer. The investigator left the white pinch clampopen on the sample bag and closed the white pinch clamp on the donor needle line. Pressure test failed and the sample bag filled slightly with air. The amount of air present in the sample bag was similar to the returned disposable from the customer. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during loading of the platelet collection set, they received a pressure alarm and noted air in the sample bag. Patient information and outcome are not available at this time.